Event description:
A user facility reported to olympus, the video system center exhibited b30 scope communication error. The event occurred during preparation for use, prior to an unknown procedure. It was reported that the patient was not under anesthesia. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the cause may be attributed to faulty video connector socket which failed to communicate with scope. The phenomenon may be caused by mishandling with excessive force. A description is in cv-170 the instruction manual. Following this could prevent the phenomenon to occur: ¿[3.1 precautions for installation and connection]. Never apply excessive force to connectors. This could damage the connectors. Olympus will continue to monitor field performance for this device.